Manufacturer narrative:
.

Event description:
The pt had a surgical revision of her lead. About 2 weeks later she had flu symptoms. Two days later she had a fever and skin redness that began on her back that extended to the front of her body. The pt was seen by her hcp who sent her to the emergency room. She was diagnosed with an infection/abscess and was admitted to the hosp. She was treated with 2 intravenous antibiotics. The fever continued. Two days later the implantable neurostimulator system was explanted. She was discharged from the hosp about 4 days later. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.